Manufacturer narrative:
A patient experiencing lead fractures was reported to abbott. The patient leads were explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer report number: 3006705815-2023-00518. It was reported the patient experienced ineffective stimulation due to a lead fracture. As a result, the patient's leads were explanted and replaced on (B)(6) 2023. Surgical intervention resolved the patient's issue.

Manufacturer narrative:
Event date is estimated.